Event description:
The event is reported as: the customer alleges a connection default observed between the syringe and the tuohy needle. The needle was dislodged.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.